Event description:
Procedure: lap nissen. According to the reporter: the needle fell out of device during surgery, they were able to retrieve the instrument. They were unable to reload the needle. Had some problem with 3 instruments during the same case, all same lot. Over 30 min delay of surgery. No adverse event as a result of delay. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc.

Manufacturer narrative:
(B)(4).